Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a blood glucose of 34 mg/dl by fingerstick while the cgm displayed 55 mg/dl, and the user corrected with 15 g of oral carbohydrate; customer education on sensor calibration was provided and troubleshooting was completed. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient impact requiring self-treatment only. Investigation included customer interview and use-related education focused on cgm calibration and system use. Investigation of this case revealed no device alarms, no hardware malfunction reported, and no confirmable device failure; the event was characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.